Event description:
Procedure type: lap inguinal hernia repair. Pt gender: male. According to the reporter: when the trocar was pulled out of the pt, a piece was noticed missing. A piece of plastic had broke off in pt and the doctor was able to retrieve it without harm. No pt injury was reported.